Event description:
It was reported that a patient underwent an unknown procedure between (B)(6) and (B)(6) 2012 and continuous sub-cuticular suture was used. The patient presented with tissue necrosis eight weeks post operatively which developed into a secondary staph infection that was sensitive to cephalex.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Actual device product code and batch number associated with this event is not known. (B)(4).

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally evaluated and they met the requirements.